Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). Upon review of the transmission, it was noted that the pacemaker was found in backup vvi. No intervention was performed and the patient experienced no consequences.

Event description:
New information noted that pacemaker was explanted and replaced.

Manufacturer narrative:
Final analysis found a xena ic anomaly which resulted in a reset error and reverted device to backup operation.